Event description:
It has been reported that a fractured drill bit is within the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It has been reported that a fractured drill bit is within the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It has been reported that a fractured drill bit is within the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during evaluation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.